Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: severe debilitating lumbar /lumbosacral strain, mechanical low back pain, work-related. Left lower extremity lumbar radiculopathy greater than rightin a l5-s1 distribution, work-related. Lumbar disk herniation l5-s1 level, work-related lifting accident. Moderate lumbar degenerative disk disease l5-s1 level, discogenic pain, herniated nucleus pulposus. Development of intractable back pain, leg pain associated with the above. He underwent following procedures: l5-s1 level anterior lumbar retroperitoneal approach decompressive diskectomy, partial corpectomy l5-s1 level. Anterior lumbar l5-s1 level interbody fusion utilizing autologous bone graft as well as a medium bone morphogenic protein graft, l5-s1 level. Anterior lumbar interbody stabilization at the l5-s1 level with placement of two peek lt cage interbody fixation devices at the l5-s1 level under biplanar fluoroscopy. Left iliac crest bone graft harvest through separate skin and fascial incision. Intraoperative fluoroscopy with interpretation. No intra-operative complications were reported.